Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 sensor consistently failed to pair with the ilet despite successful readings on the dexcom mobile application, prior troubleshooting, and an ilet restart, after which the ilet subsequently stopped delivering insulin and the user transitioned to backup therapy. Symptoms included elevated blood glucose measured at 145 mg/dl without reports of severe hypoglycemia, ketoacidosis, or other adverse events. Outcomes included interruption of insulin delivery and temporary therapy change while awaiting a replacement device. Investigation included customer service troubleshooting, verification of cgm function on the dexcom app, and replacement of the ilet. Investigation of this case revealed a suspected device malfunction related to cgm pairing to the ilet and a separate pump delivery stoppage, with no indication of a dexcom sensor fault. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.